Event description:
Per the clinic, the patient experienced localized reactions at the implant site, including significant swelling and pain. The patient was treated with kenalog injections (specific date not reported), however, the treatment only provided temporary symptomatic relief. Additional information has been requested but has not been made available as of the date of this report.